Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient laying supine intubated all motors were intact however when she was flipped prone for positioning on or table, they saw diminishing motor activity bilaterally in lower extremity, patient was flipped back supine, extubated, and her motors normalized. The patient underwent trial procedure wherein product was used or opened.